Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not verify the reported issue. The defibrillation electrodes that were used during the event had been discarded. There were no electronic patient records available from the event. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not shock when they used it to resuscitate a patient. The customer reported that the patient collapsed in the workshop area of a railway train maintenance depot. Initially the patient was breathing. Qualified first responders assessed the patient. When they observed that the patient stopped breathing they connected the AED. The AED was powered on and repeatedly prompted to reposition the pad (check pads for good contact). Despite this prompt, the users pushed the shock button but they did not observe the patient move, so they assume the device did not shock. An ambulance crew arrived and took over patient treatment. There was no information on whether a shock was administered to the patient with their device. There was patient use associated with this event. The patient had expired.